Event description:
It was reported that during unboxing, the cardiosave intra-aortic balloon pump (iabp) unit failed membrane status. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A getinge field service engineer (fse) evaluated and resolved the issue by replacing the safety disk. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing department received safety disk with a reported unit failure message of membrane leak test failed. Performed visual inspection of this part received and part looks in good condition. Installed safety disk into the cardiosave test fixture and tested to the cardiosave service manual. Performed all manifold leak tests and passed. Membrane leak tests passed with result of 4mmhg, the factory specification is +-6mmhg. The fat dept. Could not verify the failure message of membrane leak test failed. Safety disk passed testing. Retained safety disk in the fat dept. Per procedure.

Event description:
N/a.